Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the gas gauge file for the battery was evaluated and the cfet (charge field-effect transistor) permanent failure status was tripped. The battery board components were evaluated and the c26 capacitor was found to be shorted. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the device started to charge but then there was a blinking red light and the handle did not turn on. The charger did not work with other handles. There was no patient involved. Medtronic's initial evaluation of the incident is that the battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped. This would prevent the handle from charging.